Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se could not replicate the reported issue. The se also reviewed perfusion data which reported error 180 (interface board timeout) for three seconds right before the loss of sensor readings from the portal and arterial sensor. As a precaution, the se reseated the interface board (ifb) along with the flow sensor that connected to the ifb board. Subsequently, the system passed all testing.

Event description:
The device user (du) reported that message codes 370 (low portal vein flow) and 240 (portal flow sensor error: system cannot detect air bubbles) appeared about 4 hours and forty-seven minutes into the perfusion. Troubleshooting was attempted, but was not successful. A stop start was then attempted, however upon restart the device would not start perfusion due to the portal flow sensor not being detected. Afterwards, a clinical specialist (cs) suggested that the device be completely powered down after clamping portal tubing. This was completed and then the machine was turned back and perfusion was restarted after device was placed into operation mode.